Event description:
The report received from the study indicated that a 58 year old female patient was admitted for treatment of a 90% stenosis. The vessel anatomy at the lesion site was straight and type of lesion de novo. Lesion located at the proximal superficial femoral artery (sfa). The lesion was located 50mm above the superior edge of the patella. The total lesion length was 230mm of which 160mm was occluded the reference vessel diameter was 5.0mm. The lesion was pre-dilated with a 3.0 x 20mm wanda balloon and with a 5.0 x 100mm opta balloon at 14atm for 30 seconds. The stenosis remained 90% after pre-dilation. A dissection occurred after pre-dilation at the lesion site, and was resolved after stent placement and post-dilation. Two 6 x 100mm and one 6 x 60mm were implanted in the right sfa overlapping. The stents were post-dilated with a 5 x 100mm opta balloon at 14atm. The stenosis was 10% after stent placement and post-dilation. The patient was discharged the next day. About six months after the procedure, a fracture of the stent was noted. The fracture was 10cm from the proximal edge of the stented area 10cm. The fracture was identified via a CT scan. There was no binary restenosis, no occlusion and no treatment. The patient is asymptomatic.

Manufacturer narrative:
The patient was taking aspirin (160mg/day) prior to the procedure. Intra-procedure medications include heparin (2500iu) and nitrate (1 mg). Medications at discharge include aspirin, beta blocking agents, nitrates, ace inhibitors, statins, clopidogrel, vasodilator (buflamedil) and dexorat. Contrast agent used was hexabrix 320 g/ml (amount: 240ml). The access method was percutaneous and the puncture site was contralateral. The product is not available for evaluation. The product, c06100sv, is not distributed in the united states, however, it is similar to the us product, c06100sb. This is one of four products used in the same patient and reported under manufacturing report number: 9616099-2008-02069, 9616099-2008-02070 and 9610978-2008-00216. Additional information will be submitted within 30 days upon receipt.